Manufacturer narrative:
The customer¿s report of an overinfusion of fentanyl was confirmed. Analysis of the pcu event log shows that pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of fentanyl (drugid 221) at 2:30 pm on 17 february 2019. The user entered 50mcg for the drug amount and 100ml for the diluent volume, which made the concentration 0.5mcg/ml. The user then selected yes to the guardrails warning ¿concentration is below guardrails limit of 10mcg/ml. Proceed?¿ the user then entered 50mcg/hr for the dose, which made the rate 100ml/hr. The user entered 100ml/hr for the vtbi and started the infusion. The intended programming should have been 5ml/hr with a vtbi of 100ml, which would have infused over 20 hours and would have ran at these parameters if the user entered 1000mcg instead of 50mcg for the drug amount. The root cause of the customer¿s report of an overinfusion of fentanyl was due to user programming (custom concentration). No device was returned for investigation.

Event description:
The customer reported that the channel b device was programmed for fentanyl, 1000mcg/100ml. The infusion was to run at 5cc/hour over 20 hours. After one hour, a different nurse noticed the bag was empty and replaced it with a new bag of fentanyl, 1000mcg/100ml. This nurse restarted the infusion, and after 1 hour, the bag was empty again. A staff member saw "100" on a display but was uncertain which one. Although requested, no further information has been received.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Section a: although requested, patient demographics not provided. No devices received, log review only.

Event description:
The customer reported that the channel b device was programmed for fentanyl, 1000 mcg/100 ml. The infusion was to run at 5 cc/hour over 20 hours. After one hour, a different nurse noticed the bag was empty and replaced it with a new bag of fentanyl, 1000 mcg/100 ml. This nurse restarted the infusion, and after 1 hour, the bag was empty again. A staff member saw "100" on a display but was uncertain which one. Although requested, no further information has been received.